Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 18 mg/dl at the time of the incident. The customer was at 55 mg/dl after work before they got emergency treatment. The customer used food, glucose tablets, and was given intravenous fluids to treat. The customer experienced symptoms such as feeling bad. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr. Unomed set.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08745 inches. The insulin pump was received with cracked reservoir tube, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).